Manufacturer narrative:
Approximate age of device - 1 month. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was diagnosed with paroxysmal bradycardia. No further information provided

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient was hospitalized and diagnosed with paroxysmal bradycardia. Requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.